Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check your position alarm during fill 1 of 5 on the homechoice machine(hc). The caregiver(cg) stated they want to end therapy due to air bubbles in the patient line. The technical service representative (tsr) assisted the cg to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a check your position alarm was not confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4).sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.